Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2025-02688 and stryker reference (B)(4), submitted on 12/17/2025, was submitted based on the information available at the time. Based on additional information obtained during the investigation, it was determined that the reported issue did not occur and no critical issue of the device occurred. The initial MDR report was submitted in error.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed the on/off button was not responding. There was no patient involvement reported with this issue.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed the on/off button was not responding. There was no patient involvement reported with this issue.